Manufacturer narrative:
Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, unintentional/premature component deployment. The gore® excluder® iliac branch endoprosthesis IFU warns users: do not attempt to withdraw any undeployed endoprosthesis through the introducer sheaths. The sheath and undeployed device catheter must be removed together. Catheter breakage or separation or premature deployment have occurred and may result in potential patient harms. Furthermore, do not rotate the iliac branch component (ibc) delivery catheter beyond 360°. Delivery system damage and/or premature deployment have occurred and may result in potential patient harms.

Event description:
On (B)(6) 2020 the patient underwent treatment of the distal aorta and common iliac arteries using gore® excluder® iliac branch endoprostheses. It was reported that, in an attempt to fix wire wrap, the gore® excluder® iliac branch component was being removed through the 16fr. Gore® dryseal flex introducer sheath. Reportedly the iliac branch component began to deploy inside the introducer sheath. The partially deployed device and the introducer sheath were removed and replaced. It was reported that there were no patient adverse events related to the partial deployment within the introducer sheath. A new gore® excluder® iliac branch component was used to complete the procedure. There were no further reported issues. The patient tolerated the procedure.